Event description:
It was reported to philips that the system's geometry computer had failed, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements and displayed geometry restarting message. A review of the system logfiles found malfunction with geo ipc. Upon troubleshooting actions, the fse identified a software crash in the geo ipc. To resolve the issue, the fse formatted the hard disk and reinstalled the geo ipc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.